Event description:
It was initially reported that the patient was enrolled in a study to compare the effect of intrathecal baclofen (itb) therapy versus best medical treatment on severe spasticity in post stroke subjects after 6 months of treatment. The patient was in the itb treatment arm, and had started the study medication on (B)(6) 2011. The patient was admitted on (B)(6) 2011 for implantation of their device. On (B)(6) 2011, the patient experienced severe subscapular pain, which resolved the next day after being treated with morphine. The patient's hospitalization was prolonged due to the post-operative ileus which occurred on (B)(6) 2012 and vomiting. The post-operative ileus and vomiting resolved on (B)(6) 2011, and the patient was discharged on (B)(6) 2011. The following tests were performed (dates un-specified) of which results were considered medically significant: laboratory tests of blood and lipid profile, electrocardiogram, computerized tomography (CT) brain scan, and carotid duplex. On (B)(6) 2011, the patient indicated that his pump had "moved"; and that the spasticity in their leg and arm worsened. The patient was hospitalized. Following an investigation, the pump was confirmed to be in the correct position. A dye test revealed normal functioning. The patient responded well in regards to a bolus dose of baclofen, and a 10% increase of the total daily dose of baclofen. The patient was noted as having taken a fourfold increase in exercise over the past few weeks, "which might have been linked to the subject's increased need for baclofen". The subjects msu was clear; and "there was no cause to assume that the subject was otherwise unwell." The patient's outcome on (B)(6) 2011 was described as being a complete recovery. The patient was discharged from the hospital on (B)(6) 2011. The "serious" event was considered as not being related to the study medication or devices as per the investigator. It was further reported the patient's psychotherapist indicated there was objective evidence the patient's leg had worsened. It was assumed the patient's legs were more spastic due to a possible co-existent urinary tract infection or flu that might not have been diagnosed. The cause of the event was possibly due to the patient's increase in exercise as he was more mobile, although the exact cause could not be confirmed. Later on (B)(6) 2011, the patient had an episode of left leg weakness which lasted approximately 5 hours before gradually returning to normal. It was noted that the episode did follow a 5 hour car journey; and the event resolved on the same day. Treatment with study medication was ongoing. The aggravated muscle spasticity and post-operative ileus were considered "serious", while the episode of left leg weakness and "severe subcortical pain" was considered "medically significant." The investigator further assessed that the relationship of the events to the study medication and device system were non-related; and the episode of left leg weakness was "possibly due to transient lateral popliteal nerve compression." The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).